Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. No other details were provided.

Manufacturer narrative:
Sizing issues. Device not returned.